Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer had a bent cannula and her blood glucose level was in the range of 500 mg/dl. The customer¿s blood glucose level then went in the range of 300 mg/dl but then after a bit, the blood glucose level went up again. They checked the set and found the bent cannula. They called the local representative and was advised to give the customer a shot and wait and hour then reconnect to the insulin pump. Troubleshooting was performed. The device will not be returned for analysis.